Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device stopped working during a diagnostic laparoscopy. There was no injury to the pt. The device was returned to covidien and visual inspection discovered that the webbing was protruding from the hinge.